Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the hose clamp on the unit's dual pre-filter hose had broken off subsequently causing water to leak onto the floor. The technician replaced the clamp, ran a test cycle, and found the reliance eps to be operating properly. The unit was manufactured in 2011 and no additional issues have been reported.

Event description:
The user facility reported that their reliance eps was leaking water onto the floor. No report of injury.